Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the serial/lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported the nontemplate aligner arch edges were sharp and causing cuts to the patient's tongue.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. The evidence provided by the customer is not sufficiently clear to confirm the presence of the reported defect (sharp edges on the aligners). A thorough review of manufacturing and quality control records revealed no process deviations or material-related issues during the production of the device. Based on the available information, including customer evidence and internal records, it could not be confirmed that the reported issue arose during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.